Event description:
It was reported that a proglide device was used for attempted closure of an unspecified access site. Reportedly, the release of the sutures were loose and it was not possible to carry out the process. The method to achieve hemostasis was not specified. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6; medical device problem code 1142 removed.

Event description:
Additional information was received: the proglide device was used for attempted closure of the common femoral artery via a 6f sheath hole relative to a renal artery angioplasty procedure. The suture came out of the anatomy with the knot formed. There was no vessel damage. An unspecified device as used to achieve hemostasis. No additional information was provided.